Event description:
It was reported that during an artificial vessel displacement for an abdominal aorta, the suture frayed while placing a stitch. Physician continued to stitch with the suture after soaking it in saline. The suture then broke at the site of the fraying.